Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced mild hemoptysis following a sensor deployment procedure suggesting possible oropharyngeal source of bleeding. The patient received fresh frozen plasma. Reportedly, the hemoptysis resolved by its own and did not prolong hospital stay. The patient was stable as discharged. Additionally, it was noted the patient is a clinical study patient and the reported adverse event is not related to device but to the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.